Event description:
There was no patient involvement associated with the reported issue.

Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event. If additional information becomes available, a follow up report will be submitted. Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr installed a complete circuit as the one on the device was missing multiple parts. The fsr performed the patient circuit calibration and performance check. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator shut off and then would not re-pressurize. At this time, it is unknown if there was any patient involvement associated with this issue.